Event description:
"It has been reported that the has unexplained residue on the battery cavity."

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. (B)(4).